Event description:
It was reported that the patient experienced pain following implant of trial system. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. It is unknown which lead is responsible for pain.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: kit trial slim tip lead, 50cm, model: mn10350-50a, UDI: (B)(4), serial:(B)(6), batch:11265936. Common device name: kit trial slim tip lead, 50cm, model: mn10350-50a, UDI: (B)(4), serial:(B)(6), batch:11352854. Common device name: kit trial slim tip lead, 50cm, model: mn10350-50a, UDI: (B)(4), serial:(B)(6), batch:11352854.